Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No instrument malfunction was detected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer performed weekly maintenance and noted a shift in qc results. The customer performed several patient correlations with another cobas 6000 analyzer, recalibrated, and tested patient samples. The customer stated questionable results were reported outside the laboratory for 17 patient samples and repeated the samples that had been reported. Of the data provided for seven patient samples, only the results for four patient samples were discrepant. Patient 1 initial result was 8.9 mg/dl and the repeat result was 7.2 mg/dl. Patient 2 initial result was 9.7 mg/dl and the repeat result was 7.0 mg/dl. Patient 3 initial result was 9.1 mg/dl and the repeat result was 6.6 mg/dl. Patient 4 initial result was 9.1 mg/dl and the repeat result was 6.0 mg/dl. The repeat results were believed to be correct. The results were corrected for the 17 samples. There was no adverse event. The calcium reagent lot number was 60496701 with an expiration date of 12/31/2015. The field service representative could not find a cause. The customer performed weekly maintenance again and reran calibration. He found the analyzer was running normally and verified it was running to specifications. The customer ran qc which passed to specifications.